Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced an occlusion issue with their infusion set. The troubleshooting was performed by disconnecting the tubing, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was likely at the site. The patient declined to remove the site, so the cause of the occlusion could not be determined. The patient resumed insulin, but the occlusion recurred. The patient was tried with a different lot number. The patient had used their backup while at the zoo, which then occluded. The patient had experienced multiple occlusion events and was using a soft cannula infusion set. The patient noticed symptoms 3 or more hours after insertion, and the site was inserted in the thigh. Occlusion troubleshooting indicated an issue with the infusion set site. The patient regularly rotated site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.